Event description:
It was reported that the cuff was not fully deflated, only one side was inflated, and the patient was harmed due to air leakage around the trachea. Reporter stated the outcome was still ongoing, and indicated damage was observed on the cuff and resulting in the leakage. Any adverse events of the pediatric patient as a result of the air leakage were not indicated by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one photo and video were attached to the complaint. Review of the photo was performed, and a portion of the cuff was seen to be stuck to the tube. Review of the attached video found that the recommended trouble shooting procedures where according to the instructions for use (ifu0000843 IFU, a test where a syringe is attached to the pilot balloon and slowly inflating the cuff with 5 ml of sterile water was not performed. In addition to the test, squeezing the pilot balloon while manipulating the cuff from the shaft was also not performed as well. The customers' issue was confirmed; however, a physical sample is necessary in order to perform a complete evaluation. The root cause of the issue was unknown. A retrospective review of 12-month period (nov 2024 to nov 2025) was made for complaints originated related to this issue and no additional complaints were identified to this part number 67pfs40 and lot.